Event description:
Reportedly, pt expired approximately after an implant duration of 4.3 months (in 2007, after an implant approximately 4 months before ), due to unknown reasons. Unk if pt death is device related. No further info regarding this pt was received.

Manufacturer narrative:
Device not returned.